Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was described as a contained leak of unknown amount on the spill tray of the analyzer. The operator was wearing personal protective equipment of gloves, goggles and gown. There was no report of exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the leak under the mixing chambers; there was a clot in the nrbc (nucleated red blood cell) chamber preventing it from draining. The fse removed the clot resolving the leak. Identified failure modes: the failure mode is related to a clog in the nrbc chamber. No erroneous results were generated in connection with the reported event. The failure mode identified is likely to cause erroneous differential, reticulocyte and nrbc results due to carryover. Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).